Event description:
Baxter affiliate reported that a transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed on sept. 2004. No pt injury or medical intervention was associated with this incident per baxter affiliate.